Manufacturer narrative:
Integra has completed their internal investigation on may 15, 2017. Results: evaluation of returned device; the product was returned to the manufacturing facility for failure analysis evaluation which verified the complaint is not valid. The cam02 monitor was verified as performing to specification and was confirmed as not the cause of the complaint incident. DHR review; no anomalies that could be associated with the complaint were observed. Complaints history; based on the complaint description a review of cam02 customer complaints was competed using the following key words ¿no alarm¿ and ¿no warning message for temperature¿ in the search criteria. The review encompassed dates 10-feb-16 to 20-feb-17. A total of 155 complaints were reviewed of which there were 3 complaints which contained the search criteria. During the time period ¿feb 16 to feb 17¿, the global product usage for cam02 monitors combined was calculated as (B)(4) usages, using the total quantity of cam02 monitor catheter sales sold to calculate the quantity of usages. One catheter is used per procedure, and is used as a means of quantifying the number of procedures undertaken. The quantity of complaints in the complaint review (3) can therefore be calculated as 0.01% (1 x 10-4) (occasional) of procedures. This percentage is above the expected rate of occurrence scored in the risk management review conclusion: the evaluation was unable to conclusively verify the complaint as valid. The cam02 monitor was verified as performing to specification and was confirmed as not the cause of the complaint incident. The monitor is not failing this alarm criteria and is functioning correctly as per its specification, thus this in not a valid complaint.

Event description:
During incoming inspection of the device by the distributor, it was noticed that there was no warning sign with low temperature values (<30°c), no alarm sound, no warning message on display 'temperature is out of accuracy range", and there was no yellow-marked temperature on display. There was no patient involvement. Linked to mfg. Report numbers: 3006697299-2017-00038, 3006697299-2017-00039, 3006697299-2017-00040, 3006697299-2017-00042.